Event description:
The complaint involved a tego® connector. It was reported that the tego was leaking blood-stained fluid from sides of connector. It was under or through the silicone casing. There are various event dates. There was unknown patient involvement and unknown patient harm.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received. There are various event dates.

Manufacturer narrative:
The complaint of leaks on item d1000 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The device history lot# was reviewed, and no non-conformities were found that would have led to the reported condition on the complaint. Updated information in d9.